Manufacturer narrative:
The device was manufactured between october 06, 2018 - october 08, 2018. Five (5) actual samples were received for evaluation. All bags were sliced at the top where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak at the base of the spike port tubing in all five samples. The reported problem was verified. The cause of the reported condition was not determined. This issue is being further investigated. The other twenty three (23) devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty eight (28) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle amber port. The leaks were discovered during filling and prior to patient use. There was no patient involvement. No additional information is available.